Event description:
The clip applier failed to apply the clip correctly while clipping the duct during a gallbladder removal. The clip applier apparently failed to fire a clip and this caused the actual clipping device to cut a hole in the duct spilling bile into the cavity. This in turn required the surgeon to put in a drain and the patient to stay an additional night for observation.